Event description:
During an embolization procedure of an unk target site, the dcs coil delivery system was inserted into this select plus microcatheter, but the physician felt large friction between the catheter and coil when the coil reached to 5-10 cm from distal tip of the catheter. The physician retrieved the coil, and exchanged the mc to another prowler (45 shape, cat/lot unk). Next, a 16th coil was delivered to the lesion successfully, but it could not be detached. Another syringe was used, but it still could not detach the coil. Eventually, the coil was retrieved and another coil was used to continue the procedure. The same syringe (which could not detach the complaint product) was used again, and it could detach other coils.

Manufacturer narrative:
Prior to the event, no issues were noted with the microcatheter. Constant and dedicated flush was maintained through the microcatheter. After the new microcatheter was inserted, it is unk if the same coil or a new one was deployed. No issues were noted with the coil and no friction was noted with the 16th coil. A dedicated saline source was utilized to fill the syringe. Both events occurred during the same procedure. No further info was available. The product is available for evaluation and testing, however the analysis has not been completed. Add'l info will be submitted within 30 days of receipt.